Event description:
Surgery for ventral hernia on (B)(6) 2010. Classic open technique with parietex mesh. Pt developed recurrence. At time of secondary surgery on (B)(6) 2011, the mesh has fully incorporated into the entire anterior surface of the intestine. The degree of inflammation was significant and prevented any further mobilization of the intestine. The surgery was aborted. The hernia persists.